Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular (rv) lead had steadily rising impedance. The rv lead was explanted and replaced. No patient complications were noted as a result of this event.